Manufacturer narrative:
Please refer to MDR-2017-31171 for details about the 30mm aso, lot number 5095457. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure to implant a 36mm amplatzer septal occluder (aso, lot number 4605743), the physician attempted to position the device for approximately an hour; however, the device appeared deformed when it was deployed from the delivery system. The physician concluded the aso was too big as it appeared to infringe upon the valve so the 36mm aso was exchanged for a 30mm aso (lot number 5095457). The aso deformed mushroom-shaped upon deployment and despite the appearance, the 30mm aso was released. Following deployment, the device embolized to the right ventricle. That same day, the patient was referred for surgery to remove the device. Post-explant, the asd was surgically repaired.